Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed unexpected restart . The alarm history showed unexpected restart , external ram error and displayable history check failed on startup error alarms. Customer stated a temporary basal was not programmed before the unexpected restart. The device was stored or not in use for an extended period of time. Customer stated he has taken off the insulin pump and reverted to his backup plan because of not feeling comfortable and requested a replacement. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with several a47 alarms due to corrupted alarm history file. The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 or a17 alarms were noted. The insulin pump has cracked case at display window corners, belt clip slot and minor scratched lcd window.